Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for pump is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was microscopically inspected and tested for leaks. Microscope examination revealed that the reservoir wear at a fold in reservoir shell. No leaks were found in the reservoir. The cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had a hole at corner of a fold in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had a leak at corner of a fold in the proximal end of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. No leaks were found in the second cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. No leaks were found in the pump. The pump did not pass the activation test. Based on the information available and analysis results; the reported allegations of mechanical issue and hole/perforation are unable to be confirmed. However, a conclusion code of cause traced to component failure was assigned to this investigation, because the leak found in the first cylinder and the pump not passing the activation test could affect product performance.